Event description:
It was reported that the patient was dependent on the system for pacing. The pacemaker is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on (B)(6) 2025 for a subset of devices distributed and implanted outside of the united states. During a replacement procedure, the right ventricular (rv) lead capture thresholds were found to be unstable. The rv lead was capped. A new rv lead was used but could not be positioned on the left due to patient anatomy. The pacemaker was explanted. A new system including rv lead was implanted on the right side. There were no patient consequences.